Manufacturer narrative:
Device name: turbo-ject® double lumen over-the-wire power-injectable PICC. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a leak was noticed below the hub of a turbo-ject® double lumen over-the-wire power-injectable PICC while a patient was being issued chemotherapy. The PICC line was removed and replaced with another like device to continue treatment. It was reported that when it was removed the nurse flushed both lumens and could not see a leak.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The reported device was returned and visually inspected. The purple hub was noted to have partially separated from the clear tubing. The white hub was completed separated from the 5fr 18ga tubing. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows zero nonconforming events. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.